Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation/atrial flutter with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for carto 3 system performance, was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, and passed. The force feature was found to be working properly. The force sensor values were found within specifications. The catheter was then tested for electrical performance and generator compatibility, and it was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, st. Jude medical brk xs transseptal needle, st. Jude medical sl1 sheath. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation/atrial flutter with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, after completing the left atrium, a tamponade was confirmed via ultrasound. Physician assessed the blood pressure to be sufficiently stable and proceeded with ablation of the right pulmonary veins. Upon completion of the right pvi, a pericardiocentesis was performed. Afterward, the right atrial flutter line was ablated. Patient was reported to be in stable condition at the time of complaint report. Patient was scheduled for overnight observation. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a st. Jude medical brk xs transseptal needle. Sheath in use was a st. Jude medical sl1. Generator was set on 40 watts (not titrated). There is no information regarding overall ablation time and last ablation cycle time at the site of injury. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. There is no information regarding the carto 3 system indicating to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure.